Manufacturer narrative:
H4: the device was manufactured from (B)(6) , 2019 - (B)(6) , 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) was leaking. The leak was contained within a sealed overpouch and the location of the leak could not be determined. The device contained fluorouracil 3950mg in sodium chloride 0.9%. This was identified at the hospital prior to use. There was no patient involvement. No additional information is available.